Event description:
It was reported that the patient presented to hospital for an implant procedure. Prior the implantation of the right atrial (ra) lead, it was noted that the helix of the ra lead failed to retract. The ra lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.